Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further follow up, the customer provided the following information; the reprocessing status of the device was unknown at device pick up, there were no malfunctions with the accessories used for reprocessing, there was a delay to the start or pre-cleaning when the user was shifting the endoscopic retrograde cholangiopancreatography (ecrp) system to a different location for other procedures, there was a possible delay in manual cleaning, in general they move the forceps elevator up/down three times in water during pre-cleaning, they did not brush around the forceps elevator during manual cleaning, but they did flush detergent around the forceps elevator. Although the reported events were confirmed, the specific foreign material/dirty substance could not be identified. It is likely the material remained on the device because reprocessing was not properly/fully performed due to the discovered leak in the bending section cover. It is also possible that foreign material remained because the reprocessing steps deviated from the instructions for use (IFU). The events can be detected and prevented by handling the device in accordance with the following IFU: tjf type 150 operation manual "chapter 3 preparation and inspection" shows how to detect the event. Tjf type 150 reprocessing manual "3.5 manual cleaning" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the duodenovideoscope had reduced angulation. The issue was observed during routine maintenance and no patient harm was associated with this event. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Due to the wear of angle wire, bending angle and the play in up/down/left/right direction does not meet the standard value. The device evaluation also found that the forceps elevator has foreign material, and the connecting tube was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: due to a cut on bending section cover rubber the water tightness is lost, plastic distal end cover has a scratch, adhesive on bending section cover rubber is detached, bending section cover rubber has discoloration, control unit has a scratch, suction cover has a scratch, grip has a scratch, protector of universal cord on control section side has a scratch, scope connector has a scratch, scope connector cover unit has a scratch, suction cylinder is shaved, forceps channel port has a dent, and the grip, the up/down/right/left knobs, the forceps control lever, the light guide cover glass, and the universal cord were all dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.